Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00644. It was reported the patient's leads had migrated up. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the same leads were repositioned and re-anchored.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00644.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00644. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved